Manufacturer narrative:
Batch review performed on 30 june 2025. (B)(4) items manufactured and released on 12-apr-2022. Expiration date: 2027-03-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices revised: gmk-sphere 02.12.0005r sphere femur cemented right s5 (k121416) lot. 2217020 batch review performed on 30 june 2025. (B)(4) items manufactured and released on 28-sep-2022. Expiration date: 2027-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0411fr sphere insert flex right 11mm s4 (k140826) lot. 2201062 batch review performed on 30 june 2025. (B)(4) items manufactured and released on 05-apr-2022. Expiration date: 2027-03-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had instability. The cause of the instability is unknown. At about 2 years and 2 months post primary the surgeon revised the patient to a hinge knee. The surgery was completed successfully.